Manufacturer narrative:
The open book/critical pump error after battery installation and pump error 40 were found in the alarm history file due to a software error. Unable to perform the functional tests, including the self-test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests due to a critical pump error. The pump was received with a peeling serial number label. The pump was received with minor scratches on the display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a critical pump error alarm. The customer's blood glucose was 134 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.